Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed that the upstream sensor had been previously replaced for a similar issue. The reported condition was verified. The device was found out of specification in relation to the reported air in line error which was reproduced during evaluation. Air in line messages were verified through a review of the event history log and found to be caused by an out of specification ultrasonic sensor. The upstream/ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line error that does not go away with no intravenous set. There was no patient involvement. No additional information is available.